Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stems) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted with a revitan revision stem system. On (B)(6) 2009 on the right side. Patient was with persistent infection following revision surgery and complained of increased pain. It was then discovered that the hip implant was broken at junction of the proximal and distal part. Patient was revised on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the patient with persistent infection following revision surgery complained of increased pain. It was discovered that the implant was broken. He underwent a first stage of revision surgery on (B)(6) 2016 (according to the surgical report received. However, in the per it is indicated as (B)(6) 2016) after 6 years 10 years due to the infection, pain and stem breakage. Surgeon commented at time of explantation that the lack of proximal ingrowth due to infection probably contributed to the stem breakage. Review of received data: - ap view x-rays from (B)(6) 2016 do not present any existing breakage for the stem. One cerclage cable is located around the proximal end of the distal stem. Dark lines around the proximal and distal part of stem are observed. However, no x-rays right after implantation surgery were available to comment on these lines. Moreover. Massive heterotopic ossification observed around the proximal end of femur. Additionally, insufficient bony support at the proximal stem is visible. X-ray dated (B)(6) 2016 shows that the proximal revitan part is slightly tilted medially indicating that the revitan stem had most probably cracked at the modular pin connection before this date. Lateral view x-rays dated (B)(6) 2016 show that the right thr components are all removed and a spacer is placed in with 2 cerclage cables fixated around the femur. First stage revision surgery report dated (B)(6) 2016: diagnosis: infected thr with fractured stem and extensive heterotopic ossification findings: previous antero-lateral approach. Obvious pus in the joint & hip tissues. The proximal stem was rattling loose & the proximal stem had fractured. The distal (20cm) of stem was well fixed. The cup was well fixed. No additional bone loss beyond the index surgery. Very thick, scarred soft tissues. There was a healed sinus track to the posterior thigh. The hip dislocated and head removed. The cup removed with no bone loss. Stem removed easily. After thorough debridement & lavage a long 54mm spacer g was inserted with good press-fit after further femoral cerlaging with 3 cables. No additional space for cement. The sinus track was debrided & excised & the small wound on the posterior thigh left partially open. The spacer was not particularly stable except in abduction. The product was requested at complainant to return for investigation, however no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - all proximal revitan components are compatible with all distal ones. - sterilization certificate (revitan distal) was reviewed. The sterilization certificate confirms that the products were sterilized according to the specifications. Root cause analysis root cause determination using dfmea: - fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review and the raw material certificate certify the fatigue strength of the material. - fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received. - failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: mechanical properties of the material confirmed to be according to the specifications. - fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. - fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity, patient disregards limits of the device => possible: no information about the patient activity is known, therefore cannot be excluded. - fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, material compatibility specification certifies the material resistance. - failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. - fracture of implant due to damage of stem during implantation => possible: nor surgical report for the implantation, neither the devices were received. Therefore cannot be excluded. - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. - loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient bmi is (B)(6), which is classified as overweight. - loosening or fracture of implant due to insufficient bony support of implant => possible: bony support of the proximal stem looks insufficient. Conclusion summary: the product was not returned for the investigation. X-rays right after the implantation surgery and operative notes of implantation surgery were not available for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Possible causes for the breakage of the connection pin includes the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight. It is not known whether there were other factors influencing the circumstances of the fracture. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported breakage cannot be excluded. Regarding the infection that the patient experienced, the gamma sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate revitan distal) was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Therefore, it can be excluded that an unsterile device caused the infection. The lot number of the proximal revitan part was not available for the investigation. However, no trend on infection has been observed for this product family and it is highly unlikely that a disadvantageous product design favored or contributed to the infection 6,7 years after the implantation. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Moreover, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported infection cannot be excluded. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).